Event description:
Radiometer reference number: (B)(4). The customer reports that na results from the same sample are different on their two abl90 flex analyzers: one result shows 148 mmol/l, and the other shows 154 mmol/l. The customer has further run three samples to verify the sodium discrepancies. Based on the results, sodium (na), potassium (k), and calcium levels are showing discrepancies when compared with the other. No reports of death or serious injury.

Manufacturer narrative:
In the available logs, radiometer investigation can see that sensitivity, status and quality control values or system message, does not reveal a malfunctioning na (sodium) sensor. The root cause is hence not device related. The event no longer meet the criteria of an MDR reportable event.